Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair on (B)(6) 2013 and mesh was implanted. The patient underwent a laparoscopic repair of a recurrent hernia on (B)(6) 2016 and a large portion of the mesh was removed; some remained since it was adhered to tissue within the body. The patient continues to have abdominal pain. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.